Event description:
This customer observed higher than expected tsh quality control results when tested using vitros immunodiagnostic tsh reagent on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that biased vitros tsh quality control results occurred on the vitros 5600 integrated system. A definitive root cause could not be determined, however, pre-analytical fluid processing, an analyzer related event or an atypical calibration cannot be ruled out as contributing factors. Following recalibration of the vitros tsh reagent, acceptable quality control results were obtained. The root cause of this event is unknown.